Manufacturer narrative:
Continuation of d10: product ID 4fc12 ((B)(6)); product type: 0629-flexcath sheath; product ID cryo-unknown (unknown serial/lot); product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while advancing the balloon catheter, the balloon tip was inadvertently inserted into the left atrium before the mapping catheter. The balloon catheter was immediately retracted and the mapping catheter was advanced before the balloon catheter. During an ablation, the patient's blood pressure decreased and the ablation was stopped. A surface echocardiogram was performed and confirmed a pericardial effusion. The case was aborted. Drainage was performed, but the effusion did not improve. Extracorporeal membrane oxygenation (ECMO) was initiated and an emergency thoracotomy was performed. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that a transthoracic echocardiogram showed the patient had cardiac tamponade.

Manufacturer narrative:
Continuation of d10: product ID: 2ach20, product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.